Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ketamine was stocked in the machines. It did not alert the user when waste needed to be documented as other controlled substances did. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not alerting for waste. A technical support specialist (tss) reviewed the example provided by the customer and determined that the issue stemmed from the order. The order required dosing in 1 mg/kg, but medication identifier was configured in milligrams only. Because of this mismatch, pyxis could not calculate the correct dispense amount, resulting in the user receiving a blank field to manually enter the required dosage form. This was also the reason the system did not prompt the user to select waste now or later. The tss advised the customer that the order needed to match the unit in which the medication was ordered and how the formulary item was built. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ketamine was stocked in the machines. It did not alert the user when waste needed to be documented as other controlled substances did. However, there were no delay or adverse events or injuries reported based on this event.